Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v750666, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that she had the same problems with this system as she had currently. The battery had also died and had to be replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes gastrointestinal/pelvic floor. [Refer to regulatory report #3004209178-2015-21636 for the "problems." As this time it is unclear what previous occurrence of problems the patient experienced with this system].

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that this was not normal battery depletion. It was replaced due to burning/ shocking sensation as well as high impedances at all pairings.

Event description:
Additional information received from the patient reported that she experienced a burning sensation and "electrician." The battery died and both the lead and battery were replaced.